Event description:
It was reported that this lead exhibited noise oversensing, which was confirmed by device interrogation. It is suspected that the lead could possibly exhibit a lead breakage. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned as it was disposed by the healthcare facility.